Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet, with blood glucose reaching 350 mg/dl for approximately six hours, after which the caregiver planned to disconnect the device and administer subcutaneous insulin via pen before performing a full supply change; troubleshooting and education were provided, and a goodwill order for cartridges was issued. Symptoms included elevated blood glucose consistent with hyperglycemia without reported ketone testing or additional clinical symptoms. Outcomes included self-management with back-up therapy and no professional medical intervention or hospitalization. Investigation included technical support review and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device alerts or alarms were reported. It was concluded that insufficient evidence linked the device to a malfunction and the event was attributed to an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.